Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of downstream occlusion alarm in the log. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. A visual inspection was performed and determined the cause to be the downstream tubing guide depth being out of specification. The downstream tubing guide depth was adjusted. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the patient had been connected to the device for a couple days receiving therapy and the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.